Manufacturer narrative:
The instrument was returned and evaluated. Engineering found no defects. The instrument was recognized and functioned normally, when installed on a da vinci system. All motions were intuitive and as expected. The allegation that the instrument moved non-intuitively could not be confirmed. No conclusion can be drawn regarding whether user error, system malfunction or instrument malfunction may have contributed to the event.

Event description:
It was reported that the precise bipolar pyramid tip forceps instrument moved in a non-intuitive manner. No pt harm, adverse outcome or injury was reported.